Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 68-year-old male on impella cp for mechanical circulatory support. It was reported that the patient had an impella device from an outside hospital. There were concerns of the position of the pump, as it has been in use for multiple days. The decision was made to proactively exchange the device. The previous impella device was removed, and a new impella cp was placed without issue. The patient survived the procedure.